Manufacturer narrative:
The device has not been returned to olympus for evaluation. No additional information has been obtained regarding the reported issue. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported a video system center was not showing an image while using the scope. No patient involvement or injury was reported. No additional information was obtained.

Manufacturer narrative:
The investigation has been completed. A device history record review confirmed that there was no abnormality in manufacturing of the device. It was reported that cleaning of the scope connectors was performed and the issue remained. The root cause could not be identified as the device was not returned to olympus for investigation. Based on the information provided, the investigation identified that the reported issue could have been caused by a patient board malfunction. Since the scope and cable operate normally in another scope and the connectors are not cleaned properly, the video substrate could be failing. No other information has been obtained.